Event description:
It was reported that the 9400 system had handswitch and footswitch problems. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported problem was verified. Repaired both the handswitch and footswitch. The system was tested and found to be working as intended and placed back into service.